Event description:
The facility reports as the pt was being lifted, the leg collapsed, sending the pt to the floor. No injuries were noted.

Event description:
The facility reports as the patient was being lifted, the leg callapsed, sending the patient to the floor. No injuries were noted.